Manufacturer narrative:
H11 it was reported that when performing field correction order (fco), defoa (defective on arrival) of spare parts was found. After the spare parts are replaced, the screen went black after boot and was unable to start normally. H10 the philips authorized service provider (asp) evaluated the device and reported the screen was black after the device was powered on. The asp determined the power management (pm) printed circuit board assembly (pcba) had failed and replacement was necessary. The asp installed a new pm pcba. The asp also clarified there was no blower issue, nor replacement occurring on this device. The only issue experienced on this device was the screen was black after booting post defoa of spare parts. Only the pm pcba was replaced and that this was the correction for the reported issue. The device was operational and returned to service after repairs were completed. The investigation determined this issue was caused by a defoa replacement component and would not reasonably cause or contribute to death or serious injury if the problem were to reoccur, therefore, this report will be redacted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting the v60 ventilator would not start up normally. The device was not in clinical use. There was no report of harm. The asp evaluated the device and determined a blower replacement was necessary. The issue was resolved with a new blower; however, investigation is ongoing.